Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on windows update loading screen. A field service engineer (fse) replaced hard drive, configured and completed the manual upgrade process on the new hard drive to resolve the issue. Customer tested both the drawers and the login. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station stuck on windows update loading screen. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this event.